Manufacturer narrative:
: This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to dislocation and poly wear. The device experience report also noted the poly showed signs of impingement between the cup and stem.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for the 249437 lot code found no related manufacturing deviations or anomalies that would have contributed to the reported event. A complaint database search finds no other reported incidents against the remaining product and lot combination. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided.requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.